Manufacturer narrative:
Analysis of the lead found the insulation at the proximal end of the lead was torn under the connector. The insulation was torn under the 30 connector.

Event description:
It was reported the lead was fractured. When the healthcare professional went to remove the inner wire from the lead, they noticed a once centimeter gap in the insulation just below the zero contact on the proximal end of the lead. After the hcp noticed the defect, they removed the lead and replaced it with a new lead. There were no patient symptoms or complications associated with the event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).